Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('utrasound scan doesn't show if they are in place from what I understand.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included alcohol allergy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("enlarged ovary with cysts"), ovarian enlargement ("enlarged ovary with cysts"), pelvic pain ("pain on left side"), ovulation pain ("ovulation absolutely killed me"), dysuria ("definitely different trying to pee"), migraine ("24/7 migraines"), insomnia ("imsomnia"), depression ("depression"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), disturbance in attention ("hard to conventrated or stay focused") and vision blurred ("blurry vision"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, ovarian cyst, ovarian enlargement, pelvic pain, ovulation pain, dysuria, migraine, insomnia, depression, feeling abnormal, memory impairment, disturbance in attention and vision blurred outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered depression, disturbance in attention, dysuria, feeling abnormal, insomnia, memory impairment, migraine, ovarian cyst, ovarian enlargement, ovulation pain, pelvic pain and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: doesn't show if they are in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events were add: migraine, insomnia, depression, brain fog, forgetfulness, hard to concentrate or stay focused and blurry vision. New reporter added. Fu 6 & 7 process together. On 23-mar-2020: social media received. New reporter added.fu 6 & 7 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('utrasound scan doesn't show if they are in place from what I understand.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included alcohol allergy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("enlarged ovary with cysts"), ovarian enlargement ("enlarged ovary with cysts"), pelvic pain ("pain on left side"), ovulation pain ("ovulation absolutely killed me"), dysuria ("definitely different trying to pee"), migraine ("24/7 migraines"), insomnia ("imsomnia"), depression ("depression"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), disturbance in attention ("hard to conventrated or stay focused") and vision blurred ("blurry vision"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, ovarian cyst, ovarian enlargement, pelvic pain, ovulation pain, dysuria, migraine, insomnia, depression, feeling abnormal, memory impairment, disturbance in attention and vision blurred outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered depression, disturbance in attention, dysuria, feeling abnormal, insomnia, memory impairment, migraine, ovarian cyst, ovarian enlargement, ovulation pain, pelvic pain and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: doesn't show if they are in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('utrasound scan doesn't show if they are in place from what I understand.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("enlarged ovary with cysts"), ovarian enlargement ("enlarged ovary with cysts"), pelvic pain ("pain on left side") and ovulation pain ("ovulation absolutely killed me"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, ovarian cyst, ovarian enlargement, pelvic pain and ovulation pain outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered ovarian cyst, ovarian enlargement, ovulation pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: doesn't show if they are in place. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event " enlarged ovary with cysts, ovulation absolutely killed me and pain on left side" was added. Reporter information was added. Surgery added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ultrasound scan doesn't show if they are in place from what I understand.') In an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: doesn't show if they are in place. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('utrasound scan doesn't show if they are in place from what I understand.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included alcohol allergy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("enlarged ovary with cysts"), ovarian enlargement ("enlarged ovary with cysts"), pelvic pain ("pain on left side"), ovulation pain ("ovulation absolutely killed me") and dysuria ("definitely different trying to pee"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, ovarian cyst, ovarian enlargement, pelvic pain, ovulation pain and dysuria outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered dysuria, ovarian cyst, ovarian enlargement, ovulation pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: doesn't show if they are in place. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information from deleted duplicate case 2019-193713 (MFR number 2951250-2019-10889) transferred. Reporter¿s information was updated, and new reporters were added. Furthermore, patient¿s information was updated, and the event urination difficulty was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ultrasound scan doesn't show if they are in place from what I understand.') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: doesn't show if they are in place. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.